Event description:
The patient had been receiving pitocin by IV pump since approximately 1300. The sensor was in place on the drip chamber, the pump was set at 4 ml/hr. The alarm sounded and the pump showed occluded kvo, pump was reset and rechecked then restarted. At this time, the nuse noted IV fluid flowing freely into the drip chamber. The pump was turned off. The patient experienced a tetanic contraction for 5 minutes. The fetal heart rate dropped from the 150's to the 60's. The patient was treated with terbutaline .25 mg IV and oxygen. She was also turned onto her side. In approximately 5 minutes the fetal heart rate increased to the 150's.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.